Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was unable to fixate properly. The lp was removed and the implant attempt abandoned. The patient was discharged following the procedure.